Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: stylet knob missing and multiple kinks throughout the sheath. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device tip was found broken. There were no reports of patient harm. No harm was reported due to the event.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device tip was found broken. There were no reports of patient harm. No harm was reported due to the event.

Event description:
It was reported that the subject device tip was found broken. There were no reports of patient harm. No harm was reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted for correction to d7a of the initial emdr submitted. D7a has been corrected from yes to no. Please see section d7a for update. Should additional relevant information become available, a supplemental report will be submitted.